Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 500mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, multiple occlusions occurred. Additionally, it was reported that the cartridge was damaged as the patient line became kinked. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 6-8 hours later with the issue resolved and no permanent damage.